Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. It is reported that the cgm reading was 220 mg/dl and that the patient was treated at that moment with 6 units of insulin. An unspecified amount of time after the insulin treatment the blood glucose reading was 170 mg/dl. The next blood glucose reading reported is 40 mg/dl, and even though it is not known how long after the treatment this was, the event was reported to happen during the same night. There is no cgm reading reported from that moment, but the patient stated he was not made aware by the dexcom device that the blood sugar level was dropping due to the inaccurate readings. The patient was found incoherent by his wife in the bathtub and an ambulance was called. The patient cannot remember the ambulance ride and if treatment was given as he was not conscious at that moment. In the emergency room the patient received transcend glucose gel and within 5 minutes the blood sugar went up and the patient regained consciousness. When the patient arrived at the emergency department the blood glucose reading was still 40 mg/dl and after the first treatment it was 70 mg/dl. There are no cgm readings available from this moment as the patient was no longer using the dexcom sensor due to inaccurate readings. The patient was given another transcend glucose gel after 30 minutes and was discharged on the same day. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.